Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949-58, implantable tachy lead, (B)(6) 2007; 5594-45, implantable pacing lead, (B)(6) 2007; 4193-88, implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.